Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the pump has primed insulin out of the tubing during the load step. The patient reported the issue occurred the last 3 times he had done a rewind/load/prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/26/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box review shows no activity outside of normal use. The pump booted to the verify successfully. During the first load step attempt, pump failed to recognize the cartridge. The force sensor calibration reading is below specifications. The pump was opened for examination, removed force sensor from assembly, contamination was found on the sensor plate. Force sensor resistance is out of specifications. The cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.